Event description:
It was reported that a user contacted support stating they were receiving too much insulin while using the ilet and experienced a low glucose value of 39 mg/dl, which they self-treated with oral glucose; the user¿s new endocrinology care team was unfamiliar with the ilet, and the user was transferred to the clinical management team for assistance including potential factory reset. Symptoms included hypoglycemia. Outcomes included user-performed treatment and completion of troubleshooting and education with assignment for additional training. Investigation included clinical triage, user education, and review for potential device reconfiguration or reset. Investigation of this case revealed an unclear cause of hypoglycemia with no identified device malfunction at the time of support, and a need for user training due to care team unfamiliarity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.